Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device was explanted due to cholesteatoma infection. It was decided to substitute old device with new device to avoid future implant infection. Re-implantation done in same surgery.